Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 3. Reference MFR report: 3008829311-2017-00848; reference MFR report: 3008829311-2017-00850. It was reported the patient experienced an infection at the lead insertion site. The patient¿s system was subsequently removed. Further information was not provided to the manufacturer.